Manufacturer narrative:
The hospital report that neither the cutting loop electrode nor any other karl storz instruments being used at that time malfunctioned. During our eval, we found that the cutting electrode loop was not broken or detached, but it appears that the cutting loop has been repositioned to a more inward angle from the specified angle it is manufactured at. There are slight signs of arcing on the end of the insulation right where the wire loop extends out of the insulation. One side of the insulation is torn. It also appears that there may be matter of some kind inside one of the insulation arms. Condition of the instrument is consistent with alteration by repositioning of cutting loop. It is possible that adjustment of loop may have caused incorrect dispersal of energy. Also, based on condition, electrode may have been used more than once.